Event description:
A loss of saturation was reported, patient was bagged, a tear was detected in the tubing system. No further measures other than the bag ventilation described were necessary.

Manufacturer narrative:
The investigation was just started. The result will be forward in a follow up report. H3 other text : on-going.

Event description:
A loss of saturation was reported, patient was bagged, a tear was detected in the tubing system. No further measures other than the bag ventilation described were necessary.

Manufacturer narrative:
The described crack could be traced on the basis of the photo provided. Brownish deposits were noticeable in the hose and especially on the crack. The exact cause could not be determined as the affected hose system was disposed of for hygienic reasons and was not available for examination. However, according to the information provided by the user, medication was nebulized via the humidifier chamber, contrary to the information in the instructions for use. It is assumed that the brownish deposits were caused by the medication. It seems likely that the medication affected the condition of the hose after six days of use. The instructions for use of the humidification chamber warn that only distilled water is suitable for use and that other substances may harm the patient. In the event of a leakage that can no longer be compensated for, an alarm is generated by the connected basic device to inform the user of the situation. No comparable incidents have been reported in the last 12 months.